Event description:
It was reported that during a stent placement procedure, the stent allegedly dislocated from the balloon. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody, and the stent was noted to be dislodged and detached from the balloon. The stent noted to be deformed and crushed. Stent crimp was noted on the returned device during the microscopic observation. No damage or any other anomalies noted on the returned device. No functional testing performed due to the nature of the complaint. Therefore, the investigation was confirmed for the reported stent dislodgement as stent was noted to be dislodged and detached from the balloon on the device returned for evaluation. The investigation was also confirmed for the identified stent deformation as the returned stent noted be deformed and crushed. A definitive root cause for the reported stent dislodgement stent deformation and could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the valeo balloon expandable products that are cleared in the us. The 510 k number and pro code for the valeo balloon expandable products are identified in d2 and g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the valeo balloon expandable products that are cleared in the us. The 510 k number and pro code for the valeo balloon expandable products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 03/2023.

Event description:
It was reported that during a stent placement procedure, the stent allegedly dislocated from the balloon. The procedure was completed by using another device. There was no reported patient injury.